Manufacturer narrative:
Batch review performed on 27 may 2026 gmk-sphere 02.12.0026r gmk-sphere femoral component cemented - 6+r (k140826) lot. 162695: (B)(4) items manufactured and released on 16-jun-2016. Expiration date: 2021-may-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Gmk-sphere 02.07.1205r tibial tray fix cemented s.5r (k090988) lot. 164904: (B)(4) items manufactured and released on 12-oct-2016. Expiration date: 2021-oct-02. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery due to aseptic loosening of the knee implants after about 9 years and 4 months from primary. The surgeon revised the gmk-sphere patella s4 to a same size patella, revised the sphere femur cemented right s6 + to a gmk-hinge femoral component size 5, revised the flex right 14mm s5 insert to a gmk-hinge size5 12mm insert, and revised the gmk-sphere tibial cemented tray s5 to a gmk-hinge tibial tray 5r. The surgery was completed successfully.